Event description:
Customer reported button error alarm. The blood glucose readings is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.